Event description:
It was reported that the hand pump of a clearlink blood set did not inflate quickly enough after being squeezed. This occurred during gravity infusion of blood and resulted in the infusion taking longer than expected. The reporter stated that no clotting was detected. The set had been primed with saline and the pump had been inverted and tapped during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.